Manufacturer narrative:
A review of the manufacturing records confirmed that the lot met all pre-release specifications. The photographs show the state of the returned device is consistent with the reported complaint of needle separation. There are remnants of fiber visible inside both needle bores, typical in reports of needle pull off, and evidence of a formerly secure attachment. Existing controls to prevent occurence of reported issue: 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. Risk documents review: the suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations. Root cause: the root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments. As additional information revealed that in total three gore-tex® suture devices were involved in the medical device incident, two additional reports will be send to the FDA under MFR report #3003910212-2019-00025 and MFR report #3003910212-2019-00009. As date of event couldn¿t be confirmed the year 2018 will be used as ¿year of event¿.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. This happened three times with three sutures of the same lot number each time. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.

Manufacturer narrative:
Correction of conclusion code 4316 to 4315.